Event description:
It was reported that when an asymptomatic patient presented in clinic, battery longevity and data anomaly issue where the device longevity had dropped 3.3 years since (B)(6) 2017. It was discussed that the device is projected to reach elective replacement indicator approximately 8.5 years after implant. Upon review and evaluation of the session records, no irregularities of the battery anomaly were observed. Patient was stable and will be seen in three months.

Event description:
New information received notes that the device was explanted on (B)(6) 2017 and upgraded to bi-ventricular device. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.